Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The ancillary trocar was inserted into the anvil and removed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass procedure, the blue ancillary trocar was difficult to remove on the back table during prep. The surgeon did not want same difficulty removing trocar while in the abdomen. He chose to open another instrument. There were no patient consequences.